Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stimloc was faulty. It failed to lock the lead in place. There were no contributing factors. The doctor unclipped and reclipped the stimloc into the base ring multiple times but it still would not lock the lead in place and kept springing open. The doctor then loosened the base ring slightly, thinking that maybe it was fastened too tightly to the skull and the base ring might be bowed, but this also did not work. They replaced the stimloc with another lot and it worked fine. The issue was resolved.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.